Event description:
Possible false negative. Diagnostic cells outside field of view (fov). Customer called case negative and case was signed out. Patient had a biopsy and urine specimen on the same day both of which were positive for endometrial adenocarcinoma. The ordering clinician called the lab to request that the pap be reviewed. Upon review, one pathologist called the case reactive and another reviewed the case and called it positive for em adenocarcinoma. Cytology application specialist (cas) reviewed the slide and did not find any trigger cells in the 22 fov. However, cas noted that the background of the slide was bloody, the slide was atrphic and hyocellular. Cas found papillary clusters of atypical cells consistent with endometrial adenocarcinoma outside the 22 fov.